Event description:
The dental hygienist reported the device came apart inside a pt's mouth and was thrown away by the dr. There was no injury reported. The mirror that fell apart inside a pt's mouth was not available for investigation. Two add'l (same) device's "started to lift" and were put on the shelf so they would not be used on pts.

Manufacturer narrative:
The device involved in the reported incident was discarded and is not available for eval. An investigation has been initiated based on the reported info.